Manufacturer narrative:
The investigation confirmed that a faulty supercap had led to a loss of time and date settings of the pump during battery changes. However, incorrect basal insulin delivery due to incorrect time and date was excluded because the customer correctly set the time and date at power up after each battery change. The pump was evaluated for inaccurate insulin delivery and found to be delivering insulin per product specifications.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced elevated blood glucose levels for several days and then decided to go to the hospital to get treatment for the elevated blood glucose levels; was treated with fluids and insulin IV. It was discovered that pump had lost time and date settings, resulting in incorrect insulin delivery. Requested return of the alleged device for evaluation and replacement was provided.